Event description:
It was reported that the insulin pump alarmed motor error during the priming process. The blood glucose reading was 429 mg/dl, which was treated for with manual injection at the end of the call. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.